Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on two out of two attempts. The instrument passed the electric continuity test. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the surgeon tried to open the jaws of the vessel sealer extend (vse) instrument, they would not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported.